Manufacturer narrative:
The device was received for evaluation with a minicap on the dark blue connector and a titanium adapter; an evaluation is complete. A visual inspection was performed with the naked eye. Functional testing was performed which included leak testing, clear passage testing, and clamp function testing. The unknown minicap and titanium adapter received with the complaint sample was used during leak testing. The reported problem of leak was not verified because leak testing was performed with no issues noted. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter facility name: and address: (B)(6). The device was received and is in the process of being evaluated. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tube of a minicap transfer set was damaged and leaked. This event occurred during use while the patient was connected. There was no patient injury or medical intervention associated with this event. No additional information is available.